Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific rec'd info that during the implant procedure, automatic set-up chose the secondary vector; however, a wandering base line was observed which cause the device to oversense and start charging so the device was programmed to primary vector which sensed appropriately. In the recovery room and 24 hrs post-implant, all vectors were clean and so auto set-up was repeated. The device again chose secondary vector, so it was left in secondary, but programmed shock zones were at 240/250 bpm and will be checked again in one week. Upon review of s-ecgs in secondary vector, p-waves and t-waves were present but not sensed. In primary, p-waves and t-waves were less prominent. Based on a review of the device data, boston scientific technical services (ts) recommended keeping the vector to secondary. Although t-waves and p-waves were visible, they were 6-12 times smaller than the r-waves. The r-waves using secondary vector were larger than primary. No further issues have been reported and the device and electrode remain in service.